Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fault with compressor on equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, investigation findings).

Event description:
N/a.